Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized in intensive care unit due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 for 4 days with blood glucose of 583 mg/dl. The customer's current blood glucose was 143 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer experienced vomiting prior to the admission. The customer was treated in emergency room. Troubleshooting was declined for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of high blood glucose. Auto mode system was not used at the time of high blood glucose event. Based on customer report customer does allege pump was under delivering as blood glucose were high and insulin pump was showing it was normal. The insulin pump will be returned for analysis.